Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data; g1 manufacturer contact details updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The knock out instrument was blocked with locking cap. Pfn blade remain implanted and was fixed with two screws. There is no scheduled surgery to remove the implant from patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added therapy date. A product investigation was conducted. Visual inspection: only the end cap of an unknown pfna blade was received for evaluation. The end cap was stuck on a pfna impactor (see (B)(4)). The end cap is stongly damaged, the nose at the holding prong is totally flattened and the holding prong, which fixes the cap on the sleeve is bent inward. There are heavy stress marks all over the device, the edges of the flat surfaces are rounded. Due to the stress marks on the last four (4) numbers 6321 of the sub-component part number 60026321 are readable, the lot number is totally worn away. The inner thread of the end cap is in a good condition, with just slight wear marks. Functional test: a functional test of the blade function cannot be performed as only the end cap was sent back. During the evaluation it was possible to remove the end cap from the impactor. After the removal the cap could be screwed on and off from the impactor without any issues, based on that it can be concluded that the tread of the cap is functional as required. Dimensional inspection: checked dimensions with micrometer per relevant drawing: outer diameter was measured and is damaged by heavy stress marks distance flat surfaces was measured and is damaged by heavy stress marks height was measured and found to be conforming. Drawing/specification review: drawing of the end cap 60026321 was reviewed to define and verify the relevant dimensions. A review of the manufacturing documents was not possible as the lot number of the blade was not provided and as the lot number of the sub-component is not readable anymore. The current version of the inspection instruction was reviewed and it was found that relevant features that could not be measured above, the outer diameter and distance flat surfaces, are inspected after manufacturing. The pfna surgical technique (036.001.143 dsem/trm/0714/0132(7) 08/17) was reviewed. Pfna blade removal is described on page 72 in section 1 remove pfna blade. Based on this section the extraction screw for pfna blade part 03.010.411 should be used to remove the blade, not the impactor like in this case. This section is also pointed out on page 41 in case a blade needs to be replaced intra-operative when locking is not possible. Investigation conclusion: the complaint is confirmed for the pfna blade as the end cap was received separated from the blade. Such a separation is only possible if the inner blade locking screw with the hexagon recess is not in place anymore, which means the screw was completely unscrewed and therefore the holding prong of the end cap was not fixed in the sleeve anymore. This made the pull out of the end cap possible by deforming the holding prong. Such an unscrewing of the locking screw is only possible if the impactor (or the extraction screw for blade removal) is not correctly positioned on the pfna blade or in other words if the hexagon of the impactor is not positioned in the hexagon of the locking screw as required. The badly damaged outer side of the cap indicates that the cap was exposed to very high forces and did turn free in the sleeve due to these forces, finally the cap came of the sleeve because the impactor/locking screw hexagon connection was not in place as designed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Corrected data: corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown pfna nail (part # unknown, lot # unknown, quantity 1); unknown locking screw (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
This report is for an unknown nail head elements: pfna blade/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: intraoperatively a change of a pfna blade was done. When knocking out / extracting the blade, the locking cap pulled off. Therefore, the rest of the implant could not be removed and remained in the patient. Concomitant device reported: unknown pfna blade (part # unknown, lot # unknown, quantity 1); unknown nail (part # unknown, lot # unknown, quantity 1); unknown locking screw (part # unknown, lot # unknown, quantity 1); unknown extraction instrument pfna (part# unknown, lot# unknown, quantity 1). This complaint involves two devices. This complaint involves one (1) unk - nail head elements: pfna blade. This report is 1 of 2 for (B)(4).